Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer received no delivery alarms during bolus. Their blood glucose was 400 mg/dl. The customer has already performed multiple set changes but the alarm still persists. They were advised to revert to a back-up plan. The insulin pump will not be returning for analysis.